Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. Date of implant has been estimated. Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The investigation determined the reported issue appears to be related to having put in a much longer scaffold. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The absorb device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified vessel. An unspecified absorb scaffold, which was much longer than needed, was implanted because the cath lab did not have the correct length. There was reportedly an unspecified complication as a consequence of having used a much longer scaffold. No additional information was provided.